Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90% stenosis degree) in a moderately tortuous vessel segment. Upon unpacking, it was noticed that the stent has already been deformed. The device was not used.